Event description:
It was reported that during implant procedure of this brady lead, this lead was placed in a vessel that appeared to be usable, but due to the high range values and twitching, it was difficult to place the lead in a position where the electrode could be used. Furthermore, the physician thought that if this lead will be pulled to far forward, the marker would come out of the branch and there would be a risk of dislodgement. Hence, the lead was retrieved. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during implant procedure of this brady lead, this lead was placed in a vessel that appeared to be usable, but due to the high range values and twitching, it was difficult to place the lead in a position where the electrode could be used. Furthermore, the physician thought that if this lead will be pulled to far forward, the marker would come out of the branch and there would be a risk of dislodgement. Hence, the lead was retrieved. A new lead was successfully implanted. No adverse patient effects were reported. Additional information indicated that the lead moved during the procedure which was why the physician was concerned that the lead would come loose after the procedure has ended. There was also high pacing threshold and phrenic nerve stimulation.